Event description:
Patient reported experiencing elevated blood glucose levels of 325 mg/dl for 3 days. Her normal range was 75-125 mg/dl. He indicated that the insertion of the infusion sets were very painful. Patient reported a lump where one of the infusion sets was located. Patient stated that he changed the infusion sets and administer a bolus to compensate. His normal daily insulin intake was 35 units and the day of the one event was 45 units. Patient's blood glucose was able to return to normal before bed time after administering his basal rate at 200%. The following morning his blood glucose rose to 325 mg/dl. Patient indicated that he felt lethargic at the time of the elevated blood glucose. No medical assistance was required. Product was requested to be returned for evaluation.